Manufacturer narrative:
H6 - evaluation conclusion codes, evaluation method codes: updated.

Event description:
It was reported that the stent could not fully be deployed. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified carotid artery. A 10.0-24 carotid wallstent self-expanding stent was advanced and placed for treatment. However, the stent could not be fully deployed; the lower part of the stent did not expand. The stent delivery shaft was then moved back and forth, and eventually, it was fully deployed. There was no patient complications noted as a result of this event, and the patient' condition following procedure was stable.

Event description:
It was reported that the stent could not fully be deployed. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified carotid artery. A 10.0-24 carotid wallstent self-expanding stent was advanced and placed for treatment. However, the stent could not be fully deployed; the lower part of the stent did not expand. The stent delivery shaft was then moved back and forth, and eventually, it was fully deployed. There was no patient complications noted as a result of this event, and the patient' condition following procedure was stable.